Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 33mm 7300tfx valve underwent a valve-in-valve procedure after an implant duration of 2 years, 3 months due to unknown reason. The ttvr was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
H11: corrected data: h6 (health effect-clinical code, device code).

Event description:
It was reported that a patient with a 33mm 7300tfx valve, implanted in tricuspid position, underwent a valve-in-valve procedure after an implant duration of 2 years, 3 months due to severe stenosis and mild regurgitation. The patient was presented with dyspnea and le edema. The ttvr was performed with a 29mm 9600tfx transcatheter valve. The patient was discharged on pod#1.

Manufacturer narrative:
It was reported that a patient with a 33mm 7300tfx valve, implanted in tricuspid position, underwent a valve-in-valve procedure after an implant duration of 2 years, 3 months due to severe stenosis and mild regurgitation. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspection prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation finding, and investigation conclusion).